Event description:
It was reported that the phyician had difficulty extending and retracting the helix. Even after 30 turns the helix would not extend. Additional information received indicated that the lead also had high impedance and thresholds. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) the full lead was returned and analyzed. It was observed that the helix was disengaged from helical channel due to over retraction. There was blood/body fluid in/on helix mechanism, inside the sleevehead, and on the conductor near the electrode end of the lead. A tip seal observation was also noted. Disclaimer: submission of information by medtronic under the medical device